Event description:
The clinician reports the implant was inserted (B)(6) 2018 in the patient's mouth. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and fistula. No further patient complications were reported.